Event description:
Information received from the field notes that during a routine follow-up, interrogation showed dashes (---) for several parameters. The ECG marker channels showed no refractory periods, with ventricular rates in the 30's. With telemetry, the patient's rhythm showed a ventricular rate of about 60 bpm. The device had previously been pro- grammed to a base rate of 60 ppm. The device could not be programmed and was therefore replaced.